Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: investigation revealed the display screen was dim and discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The battery compartment was cracked. The battery cap threads were damaged; the cap was unable to secure properly to the pump. A test cap was able to secure to the pump. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored; keypad response issues; keypad contact contamination; battery compartment damage; battery cap damage. This report is made based on results of the investigation performed on 08/04/2015.